Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during first inflation at 14 atmospheres for 5 minutes, the balloon ruptured midway while waiting for the imaging device to turn off. The device was completely removed from the patient's body and the procedure was completed with another 5.0mmx220mmx150cm (4f) sterling balloon catheter. No patient complications nor injuries were reported.